Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hospital for suspected thrombus. Pt was brought to the operating room for a pump exchange and when the surgeon opened the pt's chest, pus and infection was noted and the pump exchange procedure was aborted. Additional info received from the reporter indicated that the pt developed device thrombosis and stoppage. Subsequently underwent an attempted device exchange. During the previous procedure, there was fluid collection along the outflow graft, thus device exchange was cancelled. The device was removed and the pt was placed on femoral va-ECMO. The infection was cleared and now device exchange is recommended. No clear sign of infection was observed around the pericardial space. There was a filmy thrombus in the left ventricular core which was removed.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.